Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded with the product mandrel and the protective tubing that is placed on the stent in manufacturing was in their respective as-manufactured positions on the device. The hypotube and shaft was microscopically and tactile inspected. Inspection revealed a fracture in the hypotube at the distal edge of the strain relief. The fractured facets of the hypotube were pinched and oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID# (B)(4) tw# (B)(4).

Event description:
It was reported that shaft break occurred. Upon opening a 2.50x15mm nc quantum apex balloon catheter, it was noticed that the shaft was broken at the distal end. The balloon was not inside the patient. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Upon opening a 2.50x15mm nc quantum apex balloon catheter, it was noticed that the shaft was broken at the distal end. The balloon was not inside the patient. The procedure was completed with another same device. No patient complications were reported.